Event description:
Gambro was notified of a critically ill pt that experienced a cardiac arrest approximately ten minutes into a hemodialysis treatment. The pt was successfully resuscitated; however, expired later the same day. Minimal info was available secondary to the time elapsed between the date of the event, and the date gambro was notified. According to the nurse manager there was no reason to believe that any equipment or product caused or contributed to this event. The cartridge blood tubing set was discarded by the facility. The machine was not inspected at the time of the event.

Manufacturer narrative:
Device was not inspected at the time of the event, user facility was unable to provide serial number of the machine involved. User facility did not know the exact machine that had been used on the pt at the time of the event.